Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was not returned to baxter for evaluation, however, a baxter field service technician repaired this device at the customer site. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a battery issue. The root cause was determined to be depleted main batteries. The main batteries and battery harnesses were replaced to repair the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.63.92. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4), baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. It is unknown when or at what point in the process the reported condition occurred. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is unknown. No additional information is available at this time.